Manufacturer narrative:
G1 - contact office zip code and h4 - device mfg date: correction h6. Codes: updated. Device evaluation: the customer reported the pump was alarming error 1320. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 1320. They removed and replaced the batteries, and the pump was powered on. Settings were reviewed and have been reset. The pump had been powered off. Clamp closed. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.